Manufacturer narrative:
The reported postoperative cardiac arrest (due to respiratory insufficiency), sepsis, and patient death on postoperative day 24 is unrelated to the device but likely related to patient conditions following the second-stage surgical procedure performed to treat hlhs. The exact cause of the aneurysm and inflammation is unknown. The explanted device is not available for further analysis by the manufacturer. Product lot information is not available. It is unknown if the reported aneurysm and inflammation may also be related to surgical implant technique, patient co-morbidities, other devices, or treatments. The IFU indicates under warnings and precautions, "device is not recommended to be used with glue containing glutaraldehyde. Device must be sutured to viable native tissue and must not be sutured to either homografts, synthetic or chemically cross-linked materials. Device is not recommended to be used with platelet gel." The IFU lists acute or chronic inflammation as a potential complication.

Event description:
On (B)(6) 2016, cormatrix cardiovascular received details of an event involving the use of a cormatrix ecm device. An article titled, "early degeneration of extracellular matrix used for aortic reconstruction during the norwood operation" was published (B)(6) 2016 in the journal, the annals of thoracic surgery. This article was discovered during a periodic literature review. This report is being submitted to document case information for 1 of 3 patients (patient 1) described in the article. Additional information was provided by the corresponding author on (B)(6) 2016 and (B)(6) 2016. Details of the event are provided below. It was reported that cormatrix ecm was used for aortic reconstruction during the norwood procedure on (B)(6) 2013 in a male neonate with hypoplastic left heart syndrome (hlhs). The patch was soaked in sterile saline at room temperature for 10 minutes. Once rehydrated, the material was trimmed to approximate the size of the repair. Prolene sutures were used to suture the patch to native tissue. 0.5 - 1 ml of coseal surgical sealant was applied to the suture lines to obtain hemostasis. Excess sealant was rinsed away immediately. At approximately 8 months of age, the patient was evaluated for a second-stage operation (as part of the three-stage surgical palliation to treat hlhs) using cardiac catheterization and computed tomography angiography. An aneurysm formation was observed at the ascending aorta and aortic arch with maximum aortic dimension of 3.2 cm. During the second-stage surgical palliation to treat hlhs, the patient underwent a bidirectional superior cavopulmonary connection with ascending aortic and arch replacement with a dacron patch. During explant on (B)(6) 2014, the ecm patch was observed to be thin and fragile. The article indicates that pathological examination revealed a mixed type of inflammation, calcification, foreign body granulomas, giant cells, and chronic inflammation with macrophage accumulation. The patient was weaned successfully off cardiopulmonary bypass following the second-stage surgical palliation to treat hlhs. On postoperative day 2, the patient experienced cardiac arrest due to respiratory insufficiency and required 6 days of extracorporeal membrane oxygenation support. The patient was again successfully weaned off extracorporeal membrane oxygenation, but later died of sepsis on postoperative day 24.

Manufacturer narrative:
The reported postoperative cardiac arrest (due to respiratory insufficiency), sepsis, and patient death on postoperative day 24 is unrelated to the device but likely related to patient conditions following the second-stage surgical procedure performed to treat hlhs. The exact cause of the aneurysm and inflammation is unknown. The explanted device is not available for further analysis by the manufacturer. It is unknown if the reported aneurysm and inflammation may also be related to surgical implant technique, patient co-morbidities, other devices, or treatments. The IFU indicates under warnings and precautions, "device is not recommended to be used with glue containing glutaraldehyde. Device must be sutured to viable native tissue and must not be sutured to either homografts, synthetic or chemically cross-linked materials. Device is not recommended to be used with platelet gel." The IFU lists acute or chronic inflammation as a potential complication. Updated information: the distributer was able to determine that cormatrix ecm for pericardial closure lot m12g1063 (expiry 2013-09) was used during the procedure. The manufacturing records for lot m12g1063 were reviewed. There were no deviations or non-conformances that could have caused or contributed to the reported event. There have been no other events associated with lot m12g1063 to date. Although the cormatrix ecm for pericardial closure is intended for the reconstruction and repair of the pericardium, the device is identical to the cormatrix ecm for cardiac tissue repair product which indicated for use as an intracardiac patch or pledget for tissue repair and suture-line buttressing. These devices are identical with regard to materials, manufacturing (except by size), sterilization, and packaging. These devices only differ in indication for use.